Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called due to the customer's low blood glucose of 13 mg/dl. The customer was given an intravenous treatment and was given glucose. The customer refused transportation, so they were not hospitalized. Nothing further was reported.